Event description:
This report is being filed due to unintended movement. It was reported that on (B)(6)2022, the patient presented with functional mitral regurgitation (mr) grade 3. The mitraclip delivery system (cds) advanced when the operator observed that the catheter was curved in the "a" direction when a knob application had not yet been applied. The operator removed the a knob application, and the same device was used without further issues reported. The mitraclip was implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a cause for the unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.